Event description:
Reporter alleged obtaining a discrepant blood glucose result of 236 mg/dl on the aviva system compared back to back with a result of 120 mg/dl on the emt's meter when testing was performed less than 10 minutes apart. Reporter indicated that she was experiencing some hypoglycemic symptoms when she obtained the 236 mg/dl result and she called the emt's at that time. Reporter stated she self-treated with food and juice after the emt's left. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.